Event description:
It was reported that the stent prematurely deployed and moved into the aorta. Reportedly, the physician was attempting to deploy the stent in the common iliac artery. However, after deploying the stent approximately 1cm, it would not deploy any further. The physician decided to remove the entire system. While removing the delivery system, the stent dislodged and moved into the aorta. Surgical intervention was required.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway.